Event description:
It was reported that this right atrial lead exhibited farfield oversensing. A system revision was being scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced.

Event description:
It was reported that this right atrial lead exhibited farfield oversensing. A system revision was being scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported.